Manufacturer narrative:
Drill & drill guide assessment: several observations were noted during assessment of the drill guide and drill. The tip of the drill is damaged with the tapered cutting portion gone. There are galling marks on the shaft of the drill and signs of galling where the drill fractured. The drill fractured right at the opening to the cannula on the drill guide. There is no observed damage to the slots along the length of the cannula to indicate that the drill tip engaged the slot during the drilling process. No definitive conclusion can be made. Related reports: 3025141-2026-00211, 3025141-2026-00212.

Event description:
It was reported: the event occurred at a teaching facility. There was a resident that was helping the surgeon with the case. The plate was placed in position where he wanted it to sit. Placed a k-wire in the plate to hold position. The first hole we where drilling was the oblong hole on the shaft. Guide fit fine on the drill no problem. Now the resident was the one who was drilling but the doctor was scrubbed in making sure he was lined up properly before allowing him to drill. We heard a funny nose he had resident stop. Then took the drill and guide out of his hand and then noticed it was stuck together. The t8 broke while trying to get a 2.7mm variable locking screw to sit flush on the plate. It was sticking out of the plate a little so just trying to tighten it.